Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the circular stapler, there were issues after firing. It was noted that the anastomosis was performed. The staples came out; the stapler discs were done after the anastomosis, but the anastomosis separated after about ten hours from the surgery. Moreover, there was a problem with removing the stapler after the anastomosis. The surgeon had to "yank" to remove the stapler. A resect and re-staple procedure was conducted to address the issue. The patient experienced extended hospitalization and developed septic shock. It was noted that the patient was transferred to another hospital where another procedure was performed.